Manufacturer narrative:
(B)(4). Date sent: 10/4/2022.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was obtained: did device drop malformed clips? Yes, scissored. Did device drop scissored clips? Yes. Did device drop or eject unformed clips? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon used device and then after using multiple clips the product did not deploy any staples. Then after multiple tries outside of patient, several clips fell out at one time. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 10/19/2022 d4: batch # w7009n investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿scissored clips" and ¿dropping or ejecting clips". The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.